Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), 6 years post implant of a sapien xt valve (size was not provided), leaflet ¿dysfunction¿ was reported. A valve in valve procedure was performed. Information regarding the valve implanted during the valve in valve was not provided. No further information regarding the event or status of the patient was provided at the time of the report.

Manufacturer narrative:
Devices implanted 5 years or greater with confirmed calcification, dehiscence, leaflet tears, thickened leaflet, pannus, or structural valve deterioration do not require an engineering evaluation. ¿reports of device issues (e.g., damage) related to patient and/or procedural factors without evidence or allegation of malfunction do not require engineering evaluation.¿ no further information is available at this time.

Manufacturer narrative:
Additional information indicated a tavr patient presented with ¿dysfunction¿ of the leaflets of a 23mm sapien xt valve implanted in the aortic position. During a valve in valve procedure, a non-edwards transcatheter heart valve was implanted in the existing sapien xt valve. At the time of the report, the patient was doing well. All valves remain implanted in the patient. The valve was not returned to edwards for evaluation as it remains implanted in the patient. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Based on the limited information provided, the root cause for the valve degeneration 6 years post implant could not be confirmed, but may be related to the patient¿s co-morbidities not provided or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.